Manufacturer narrative:
It was noted that the device is not available for evaluation because the patient retained it. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Patient retained device.

Manufacturer narrative:
An event regarding dislocation involving a restoration adm x3 ins 28/54 was reported. The event was not confirmed. Device evaluation could not be performed as no device was returned. Medical evaluation could not be performed due to insufficient information was provided for review. A device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, medical records, and x-rays are needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient has dislocation issues. Revising mdm liner to a constrained liner.

Event description:
It was reported that the patient has dislocation issues. Revising mdm liner to a constrained liner.